Manufacturer narrative:
.

Event description:
Device malfunction: none. Symptoms/ae: myocardial infarction (mi). Time of symptom; four days post carotid stent procedure. It was reported that four days after the physician successfully implanted an acculink carotid stent, the patient experienced an mi. The patient underwent a ptca stent of 90% circumflex. The patient's symptoms resolved one day later. No additional information is available. Study event.